Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched; both ts remain on the suture. T2 is bent. The device was not returned in the reported complaint of the suture cutting through the anchor. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the suture have cut through the anchor, therefore the implant was pulled out in the bone. The suture broke during tightening of second implant. A backup device was available to complete the procedure with no delay or patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: difficulty with reaching the desired tissue location. Over cinching the suture. Incomplete needle penetration through meniscus. Anchor proximity to each other causing suture tension and inadvertent loosening of seated anchor. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met predetermined specifications upon release to distribution.